Manufacturer narrative:
Livanova USA inc manufactures the connector. The incident occurred in (B)(6) united states. The DHR review highlighted that the lot whose claimed product belong to was released as conform according to specifications. The connector was returned to livanova for investigation. Visual inspection confirmed the internal lumen of the 1/4 x 3/8 connector was partially occluded by a plastic film. Possible root cause which cannot be excluded is due to a molding defect. The 1/4 x 3/8 connector is manufactured by a livanova supplier. The supplier has been formally informed of the event and requested to investigate the possible root causes. The risk is acceptable. No other action is deemed necessary. On 20 april 2021, livanova received a report of a second event relevant to same item device (livanova ref (B)(4)). Information received on the second event triggered the re-evaluation of the present case.

Event description:
Livanova inc has received a report that a 1/4 x 3/8 connector assembled in the bypass circuit to sell saver had a manufacturing defect inside the connector. The issue was obstructing flow and causing high pressure in the arterial bypass line.there is no report of any patient injury.